Event description:
My partner and I took 3 ellume home covid-19 tests that all came back positive. We subsequently took 4 binax now home tests that all came back negative. My partner took a pcr test the next day that came back negative. FDA safety report ID# (B)(4).